Manufacturer narrative:
Block h6: imdrf device code a140101captures the reportable event of balloon failure to deflate block h11: investigation results the device was not returned for analysis and remains unknown despite good faith efforts to obtain product return; therefore, a technical analysis could not be performed. With all available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6) 2026. During the procedure, the balloon was stuck and could not be removed out the scope. In addition, the balloon was unable to completely deflate. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.